Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There has been 1 similar event for the lot referenced.

Event description:
It was reported by the patient, he had a left hip resurfacing in (B)(6) 2010 with implants. 4 years after surgery, patient started to experience pain in his groin, hearing a popping noise and his hip will give out. 3 years ago the patient went to another surgeon and given x-rays, based on the findings the patient was told he needed revision surgery due to bone loss. Patient was not revised. In (B)(6) 2020 (approx) patient's lab results showed infection. The patient had a two stage revision, antibiotic spacer placed on (B)(6) 2021 and on (B)(6) 2021 antibiotic spacers removed and implants placed.

Manufacturer narrative:
Reported event: an event regarding infection involving a simplex cement mix was reported. The event was confirmed by medical review. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: a review of the provided medical information by a clinical consultant indicated: conclusion of assessment:this inquiry reports the revision of a resurfacing total hip arthroplasty about 11 years after implantation for infectionand loosening of the cup and possible metallosis. I can confirm that the revision surgery for loosening and infectiontook place since I was able review the records, xrays and operation reports. Metallosis cannot be confirmed as it was not mentioned in the operation report.regarding the possible root cause of this event, I cannot determine it with certainty. Causes of infection many years after surgery are multifactorial and in this case most likely spread hematogenously from a distant source. If metallosis was present, causes are multifactorial including surgical technique, implant factors and patient factors. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. There have been no other similar events for the sterile lot referenced. Conclusions: all stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10-6 in accordance to applicable iso standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported by the patient, he had a left hip resurfacing in (B)(6), 2010 with implants. 4 years after surgery, patient started to experience pain in his groin, hearing a popping noise and his hip will give out. 3 years ago the patient went to another surgeon and given x-rays, based on the findings the patient was told he needed revision surgery due to bone loss. Patient was not revised. In (B)(6) 2020 (approx) patient's lab results showed infection. The patient had a two stage revision, antibiotic spacer placed on (B)(6) 2021 and on (B)(6) 2021 antibiotic spacers removed and implants placed.